Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The physician elected to open the pocket, cleaned it out and treated with antibiotics since the patient is a pacemaker dependent. There were no additional adverse effects reported. The product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.